Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to respiratory failure. It was noted that the patient had disconnected power from both controller leads on the same day, leading to a no external power event. Low flows, pump stop, and a driveline disconnect were also noted. Log file analysis confirmed several low battery hazards. The pump was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure and patient outcome could not be conclusively determined through this evaluation. Review of the submitted log file showed both power cables being disconnected on (B)(6) 2020, the day of the patient's expiration. Low flow hazard alarms were recorded following this event. The device operated on the system controller's backup battery and pump speed remained above the low speed limit until the driveline was ultimately disconnected at the end of the log file. A direct correlation between these log file findings and the patient's outcome could not be conclusively determined through this evaluation. The hmii lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU and patient handbook state that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Further, these documents outline all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.